Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed error code 100021 with a failure to power up. There was no patient impact.